Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: for product ID: xom unk nimelectro, serial/lot #: na/na, ubd: , UDI#: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, after the patient was intubated with the trivantage tube, the device was connected and impedance was checked, but it could not be cleared and could not be advanced with the mark. A spare product was used to clear the problem, so the operation was started. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the packaging carton, device, and both electrodes (stim and ground) were returned in a large resealable bag. There were traces of contamination observed on the cuff, and white sticky tape on the tube near the adapter. There were also traces of voids observed in all 4 trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 10.5 ohms (blue), 14.3 ohms (blue with white stripe), 9.1 ohm (red), and 13.5 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution for functional test. The device passed the electrode check and there was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position. There was no reading issue observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.